Event description:
Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. Found bad ground: bad power cord. Ac plug ground pin was missing, tsr replaced ac cord to correct this issue.